Event description:
It was reported that this patient underwent a left shoulder replacement. Subsequently, the patient was revised due to the appearance of it protruding. The patient asked the surgeon to downsize for a lower profile. The patient was last known to be in stable condition following the event. No further information is available.